Manufacturer narrative:
(B)(4). The impactor has scratches, dents & other wear signs all over. The poly impactor pads have circular impressions, which suggest devices other than femorals may have been impacted, perhaps femoral trials. The unattached stationary hook's retaining lug has deformations indicated. The knob has edge deformations suggesting metal contact. The fracture has fracture artifacts that suggest a possible fast-fracture. A crack leads to the hole. The wall on the other side of the slot has a crack also. Based on this investigation, the part left biomet in conforming condition and it appears that the part is worn out and fractured due to the age of the instrument, 4.5 years, and the frequency of uses. Review of device history records found these units were released to distribution with no deviations or anomalies if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a total knee arthroplasty, the femoral impactor fractured. Another impactor was available for use to complete the procedure without delay. No fractured pieces fell into the patient.